Event description:
Customer reported ¿channel disconnects when transporting patients¿. All information is anecdotal, no detailed or written reports of specific patient events provided. No patient harm reported. While on-site at the customer facility to assist the customer in identifying the cause for a recent increase in occlusion alarms, the cfn clinical practice consultant identified multiple issues related to the maintenance of their devices including cleaning practice issues, broken leaf latches and iui connector issues.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.